Event description:
I had breast implants done in 2002 that were saline. I had told an updated safer way for breast implants. I found out (B)(6) 2018 that I now have lupus. The problems have been occurring over the years one at a time. They did not find the lupus issue until the rash on my face popped up. Once the rash popped up they did the blood work only to find lupus. Now I am in a financial restricted lifestyle with no insurgence and cannot have this corrected (removed or replaced). I just read the march 2019 news letter about the issue with breast implants and problems they may cause. If you need a case study I just might be your person. I am a non-smoker that has no other health issues but this. This is a super long shot but I thought it worth typing a short letter asking help. If you know of any assistants that could help be become healthy again, please let me know. Thank you. Sincerely, (B)(6). MFR: not sure, was not told.